Event description:
It was reported that a preloaded monofocal intraocular lens (iol), model dib00 was involved in a vitrectomy performed by the surgeon. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to (B)(6) 2025. Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: not applicable, as there is no indication that the device was explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - this code was used to capture vitrectomy. Attempts have been made with the customer to obtain additional information, however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.